Event description:
Pt reported the infusion device often displays e4 occlusion errors and the insulin delivery is too low. Her blood glucose was over 600 mg/dl around 7:00 a.m. On (B)(6) 2012. She vomited and felt very sick, and her partner called an emergency doctor. She was transported by ambulance to an intensive care unit, and she lost consciousness in the ambulance. Pt was diagnosed with diabetic ketoacidosis, and she received stationary treatment from (B)(6) 2012. Pt did not have an infection or start new medication. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info continued within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.